Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details a possible cause was the spindle housing, which exceeded the maximum temperature rise in a quality assurance test. Service replaced the spindle housing, driveshaft assembly, rotor, bearings, and other components. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece was getting hot during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.